Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case clip detached from the pump case. Subsequently, the pump case fell, causing infusion set to be pulled out. The customer continued to use the pump for insulin therapy. There was no impact to the customer's blood glucose level.